Event description:
It was reported that during a farapulse ablation of atrial fibrillation (a fib) procedure, a versacross connect for faradrive was selected for use. The physician noted the versacross rf wire (j tip) did not support a fluoroless workflow like the pigtail rf wire does. The entirety of the jtip rf wire under ice with left sided visualization was difficult (right atrium, svc, and left atrium). The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.